Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two events with the same cre rx device. Manufacturer report# 3005099803-2018-02173 pertains to the first event on (B)(6) 2018, and manufacturer report# 3005099803-2018-02174 pertains to the second event on (B)(6) 2018. It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used to dilate the duodenum prior to a biliary procedure on (B)(6) 2018. Dilation was successfully performed and during the catheter withdrawal, the black rx tunnel unknowingly detached into the scope. The procedure was completed at this time, and there were no patient complications reported as a result of this event. When reprocessing the scope, resistance was felt when inserting the cleaning brush, but the brush was able to pass after several tries. According to the complainant, a gastroscopy procedure was performed on (B)(6) 2018 using the same scope. During the procedure, resistance was felt when inserting biopsy forceps; the black rx tunnel was discovered to be inside the scope and was exiting the scope into the patient. The scope was then withdrawn with the black rx tunnel. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.